Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the system software to be corrupted. No conclusion can be drawn as repair info is unavailable.